Manufacturer narrative:
Vyaire file identification: (B)(4). Service technician was able to verify the reported problem. All testing was performed with a good known test ac adapter and patient circuit connected. All measured o2 percentages were below lo specifications. Bench testing reveals o2 blender is creating the non-conformance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator experienced oxygen levels at 100% is only 50% tidal volume half of what is set. As of this time, there is no information regarding patient involvement with this reported event.